Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. The reporter stated the unit is alarming ventilator inoperative and the screen is flashing red. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.